Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was hospitalized with lower gastrointestinal (gi) bleeding. The patient was transfused with 6 units of packed red blood cells. By (B)(6) 2015, the issue had been resolved. The patient's inr at the time of the event was 2.8. No additional information was provided.